Event description:
Reporter indicated that device diagnostic testing at office visit four days after event resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient had not felt stimulation since event date. The patient denies any trauma to neck or chest area. The patient had recently undergone generator replacement surgery (2003) for end of service and was programmed to on the day of surgery. Intra-operative device diagnostic testing was within normal limits. Review of x-rays by neurosurgeon did not reveal any discontinuities in the ncp system. The patient underwent revision surgery the following month during which the generator was replaced. It was reported the device diagnostic testing prior to the revision surgery again yielded high lead impedance reading (dc-dc code 7 and limit), but the lead test performed during surgery and before removing the generator was within normal limits. It is not known whether the surgeon tightened the set screws prior to performing the intra-operative lead test. The patient reported that before the revision surgery patient felt the device "came on very high and then stopped". The surgeon did not feel comfortable leaving the device implanted even after receiving normal readings during intra-operative device diagnostic testing and chose to replace the generator. Device diagnostic testing of new generator attached to original lead was within normal limits and the patient is reportedly doing well.